Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging an issue with the meter settings of his onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr follow-up with the patient. The patient stated that the alleged meter settings issue began on (B)(6) 2015 at 9am in the morning. The patient stated that he manages his diabetes using lantus insulin (30 units) and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of shaky approximately 10-15 minutes after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr educated the patient on the correct testing procedure as it was the patient's first use of the device, and the issue was resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe hypoglycemia after the alleged meter issue began.